Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The functional testing could not be performed due to the blank display. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and a severely scratched display window.

Event description:
The customer reported via telephone call that the insulin pump display went blank immediately after the insulin pump was dropped into a lake. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.